Event description:
Essure device, severe pain upon insertion. Caused hair loss, large clots, painful menses, excessive bleeding. Rashes, metal sensitivity, joint pain etc. Removed via hysterectomy on (B)(6) 2018.